Manufacturer narrative:
Patient information not available for reporting. Date of device migration is not known. The 510k: this report is for two (2) unknown locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Hospital telephone not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent a proximal femoral osteotomy on (B)(6) 2017. On (B)(6) 2017, it was noted that the two (2) proximal locking screws had backed out. Surgeon indicated patient suffers from a seizure disorder, which may have contributed to the issue. Patient was returned to surgery on (B)(6) 2017 where surgeon removed the implants and revised the patient to an adolescent blade plate. Concomitant device reported: pediatric lcp hip plate 5.0 mm 100 degree (02.108.320, lot number unknown, quantity 1). This report is for two (2) unknown locking screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Complaint is confirmed as the complaint description matches the evaluation of the received x-ray if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.